Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during priming of the catheter connector before use to the patient, there was no discomfort. When the catheter was implanted and connected to the catheter connector, blood return could not be confirmed and saline solution could not be infused. Even if the catheter connector was removed from the catheter and a strong flush was performed with only the catheter connector outside the patient's body, infusion could not be performed. When the guidewire was inserted from the stem of the catheter connector, it was pushed by the guidewire and a foreign substance such as a metal piece came out. There was no reported patient injury.

Event description:
It was reported that during priming of the catheter connector before use to the patient, there was no discomfort. When the catheter was implanted and connected to the catheter connector, blood return could not be confirmed and saline solution could not be infused. Even if the catheter connector was removed from the catheter and a strong flush was performed with only the catheter connector outside the patient's body, infusion could not be performed. When the guidewire was inserted from the stem of the catheter connector, it was pushed by the guidewire and a foreign substance such as a metal piece came out. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation:patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of unable to infuse was inconclusive due to poor sample condition. One proximal portion of a 4 fr groshong nxt connector was returned for evaluation. This distal section of the connector and catheter was not returned. Dried use residue was noted on the outer surface of the extension tubing. No evidence of a metallic piece of material being present within the connector tubing was observed. The connector was flushed with water using a 12 ml syringe and was found to be patent to infusion. No apparent obstructions or resistance were noted. Since no apparent issues were noted during the evaluation of the returned sample, the complaint could not be confirmed. Based on the information provided, possible contributing factors include residue occlusion or removal of material prior to return. H3 other text : evaluation findings are in section h.11.